Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and subsequently expired the next day. This is alleged to have been caused by the exposure to the products administered during dialysis treatment.